Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical engineer reported that during a complicated cataract extraction with intraocular lens implant procedure the footswitch stopped functioning. The case could not be completed. The patient was transferred to another facility for completion of the case. Additional information was provided by the customer. A system message was displayed indicating the footpedal was not recognized. It was impossible to start infusion and continue with the surgery. A back up system was not available at this facility. Patient outcome was reported as resolved with treatment. Additional information has been requested and received.

Manufacturer narrative:
This is an 83 year old male who was scheduled for a combined procedure in the left eye (os). The customer reported a problem with the infiniti footswitch, occurred wednesday ((B)(4) 2017) at the end of the day. The footswitch stopped working during a complicated procedure requiring an anterior vitrectomy, which necessitated transferring the patient, to another facility for a second surgery on (B)(6) 2017. The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The facility did not request service. A replacement footswitch and footswitch cable were sent to the customer resolve the issue. The replacement footswitch was received by the customer and no further related issues were reported. The system was manufactured on march 3, 2007. Based on qa assessment, the product met specifications at the time of release. The footswitch was manufactured on october 18, 2007. Based on qa assessment, the product met specifications at the time of release. The footswitch was received and the reported event was confirmed as a system message (sm) - [up-switch failure.] Was observed on the system when the returned footswitch was connected. The report also indicated that the horizontal right switch was stuck in the active position. No visual nonconformities were observed when the returned footswitch was inspected. The footswitch up-switch was out of specification, but was not on when the treadle was pressed. The footswitch printed circuit board (pcb) was replaced and the footswitch was then able to meet product specifications. The root cause of the reported event can be attributed to the nonconforming footswitch printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).